Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery with implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesion and pain thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery with implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incarcerated ventral hernia, thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per operative notes, ¿there were adhesions which were densely stuck up into the hernia sac. The sac was dissected and 80% of it was resected. There was a second smaller defect just slightly inferolateral to the major defect. Then a composix kugel mesh was placed through the hernia sac intra-abdominally, stapled it through the mesh up to the anterior abdominal wall using stapler.¿ (B)(6) 2009 - patient was diagnosed with recurrent lower midline ventral hernia, thereby underwent laparoscopic repair. Per operative notes, ¿there were multiple abdominal adhesions of omentum and small bowel. An inferior right midline hernia was identified, where the composix kugel mesh has been pulled loose from the inferior and to the right side. The hernia sac was dissected and removed. The old mesh was unfolded and placed over the defect using sutures.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, seroma and emotional injuries.